Event description:
Additional information was received that the lead was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was returned severed distal to the yoke at 115 mm from the terminal pin. With manipulation, the lead was confirmed to be electrically continuous.

Event description:
Boston scientific received information that the device system displayed increasing right ventricular (rv) lead pacing measurements, ultimately reaching greater than 2,000 ohms. Shock impedance measurements increased from 45 ohms at implant to 82 ohms. No noise or inappropriate therapy was observed on the device system. A revision procedure was performed. The device was explanted and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.